Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic stent placement procedure in the pancreatic duct performed on (B)(6) 2020. According to the complainant, during the procedure, an advanix pancreatic stent was advanced over a guidewire into the patient, the physician felt resistance while attempting to insert the stent. When the endoscope screen was checked, the stent was found to be kinked. Reportedly, the stent was removed from the patient. A new advanix pancreatic stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.